Manufacturer narrative:
Product complaint (B)(4). The manufacturing records could not be reviewed as the batch number is unknown. Summary: it was received for analysis a paper lid and a detached needle of product code j358h. During the visual inspection of detached needle, the swage and attachment area were noted to be as expected and marks could be observed on the body of the needle that appear to be by use of a surgical instrument. No suture remnant was observed into the barrel hole and the suture was not received to determine the assignable cause. Per the sample condition, it could not be determined what may have caused the reported incident.

Event description:
It was reported that the patient underwent a c-section procedure in 2020 and the suture was used. It was reported that the needle popped off the suture, while suturing, unknown tissue layer, unknown loop. Another like suture was used to complete the procedure. There were no patient consequences reported.